Manufacturer narrative:
The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 97% stenosed, moderately tortuous, and heavily calcified de novo lesion in the proximal left circumflex artery. Indeflator 20/30 was used for pre-dilatation by a secured connection to the hub of a 2.0x15mm trek balloon dilatation catheter (bdc). However, during the attempt to inflate the bdc, the pressure gauge seemed very slow to reach 8 atmospheres (atm), the contrast from the indeflator syringe was very slowly to fill into the bdc and bubbles were noted inside the bdc. The connection at the hub of the bdc and indeflator was verified; there was no leak noted. A second inflation was attempted but again the same indeflator was very slow to reach 10 atm. A new indeflator 20/30 was successfully used to inflate the same 2.0x15mm trek bdc with a normal pressure rate to reach 8-10 atm and no bubbles were found inside of balloon during inflation. The procedure was successfully completed with the new indeflator 20/30, 2.0x15mm trek bdc, non-abbott device and nc trek 2.75x15mm. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the device was not returned for analysis. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.